Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bard 18 fr foley catheter trays (ref# 303418a), in which the foley catheter balloon failed to maintain inflation and appears to be had puncture damage. They had now identified the same issue in the bard 16 fr foley catheter trays (ref# 303416a) last night in lot# ngks3838. At that time, that lot had been pulled from shelves.